Manufacturer narrative:
D4 unique identifier (UDI) number: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.

Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 325 mg of aspirin. The 2.5 mm x 20 mm target lesion located at the ramus intermedius vessel was pretreated with two devices using the largest balloon diameter of 2.5 mm x 15 mm length of wolverine cutting balloon and non-compliant balloon angioplasty catheter resulting in 20% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.5 mm x 20 mm agent dcb balloon with 10% residual stenosis and timi flow 3. During the 18-24 hour post-procedure lab draw, it was determined that elevated troponin t hs and troponin I hs levels were detected and met the criteria for a myocardial infarction. The patient discharged the same day with aspirin and prasugrel. No further details regarding event received.